Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a proultra endo tip #5 broke; no injury resulted.

Manufacturer narrative:
Customer returned (1) endo tip size 5. Using microscope visually checked instrument. Instrument was broken as indicated in the complaint. No manufacturing defects or markings noted on the instrument. Due to the condition in which the instrument was returned no further testing can be performed. Several factors may contribute to breakage of tips, such as number of uses, intensity, and pressure. All of these may affect the longevity of the tip. Root cause of breakage cannot be determined.